Manufacturer narrative:
According to the initial printout, the device system contained lioresal 2,000 mcg/ml at 230.0 mcg/day in flex mode. Section d information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider who indicated the patient's pump battery was depleted. There was no allegation of device malfunction, and no patient symptoms were reported. The pump and catheter were returned for analysis, and the device system contained lioresal 2,000 mcg/ml at 230.0 mcg/day in flex mode.